Event description:
The patient was implanted with a left ventricular assist device. A user facility report received from the (B)(6) stated: infection & thrombus.

Manufacturer narrative:
Approximate age of device: 11 days. Additional information: information regarding a reported pump exchange for thrombus and sepsis was previously submitted under MFR #2916596-2014-00711. The subsequent patient death 11 days later was not provided at that time. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.